Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2019-61141.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 287,000 joules of use and 15 minutes. The fiber was exchanged and the second fiber broke after 23:24 minutes of use. The procedure was completed with a third fiber. Patient outcome information was not provided. This report is for the second fiber.

Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2019-61141. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibited severe devitrification at output window and the metal cap had moderate detritus adhesion on the surface. The outer flow tubing open end had minor scratch marks. In addition, the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke after 287,000 joules of use and 15 minutes. The fiber was exchanged and the second fiber broke after 23:24 minutes of use. The procedure was completed with a third fiber. Patient outcome information was not provided. This report is for the second fiber.